Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient in a c4/5/6 acdf for a hernia. It was reported that the cage cracked during insertion into the c5/6 disc after c4/5 acdf. They removed all cracked fragments of the cage using a hospital instrument and a new cage of the same size was inserted. They assembled the freehand inserter sleeve and the freehand inserter and used it as an inserter for cage. When they inserted it into the intervertebral disc, the physician said that the cage was cracked during the insertion. This phenomenon occurred because when the cage inserter just grasped the side of the cage and hit it with a hammer and a load was applied to it. At the time of the second insertion, after inserting the cage halfway, they removed the inserter and then inserted the cage using the bone tap of the surface and trial. The event was associated with a patient. There were patient symptoms or complications as a result of this event. This procedure is not a revision surgery, there is a less than 60 minute delay in overall procedure time, there was no in-patient hospitalization or prolongation of existing hospitalization necessary, and there was no treatment or additional surgery performed as a result of this event. The date of implant and explant was (B)(6) 2022. No further complications were reported/ anticipated.

Manufacturer narrative:
H6: product analysis part #: (B)(4), lot # h5707192. Visual and optical inspection revealed, the implant was returned damaged. One of the corners has been cracked and deformed. The release/locking mechanism, has also been bent/deformed. The implant is fragile and can be overloaded. It appears, the implant was overloaded from impact force from a hammer, during the implantation procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.